Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/22/2021. H.6. Investigation: one used sample was provided to our quality team for investigation. The product was visually inspected and a leakage past the stopper ribs was observed. There are no defects or damage that was noted on the sample or syringe components that could have contributed to the leak. A device history review was performed for reported lot 2008330, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures, including leakage testing and tightness testing to verify the seal of the stopper. The returned sample underwent these tests and it was verified the product met required specification. Based on the available information we are not able to determine a root cause at this time.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: during the purging of the syringe, leakage of the preparation by the piston.

Manufacturer narrative:
Date of birth: only the patient's age was provided therefore a default date of birth has been listed. Initial reporter addr 1: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd plastipak¿ 50ml concentric luer lock syringe experienced leakage. The following information was provided by the initial reporter: during the purging of the syringe, leakage of the preparation by the piston.